Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the wire began to strip inside of the quickcross support catheter. The patient was reported to be ok. The procedure outcome was reported to be ok. Additional information was received on 10/1/18. The procedure being performed was a right leg angiogram. The wire accordioned around the catheter, this was discovered while in the patient and then taken out immediately. None of the wire broke off in the patient, it came out in one piece attached to the quickcross. The patient was stable and the procedure was completed successfully after the wire was switched. The procedure was started with a metal entry needle, 6fr sheath and a uf catheter.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, update device evaluated by MFR, and to provide the completed investigation results. Results - 3211 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon evaluation of undamaged sections of the returned sample. Visual inspection upon receipt revealed that the actual sample was in the state of being combined with the involved catheter. The following findings were obtained. The section from 0 - approximately 120mm from the distal end of the device had been deformed. At approximately 485mm from the distal end of the device, the distal end of the involved catheter had been stuck to the actual sample. In the state of being combined with the involved catheter, the outer surface of the actual sample was investigated under magnification. The following findings were obtained. On approximately 100 - 300mm from the distal end of the device, the outer surface had been abraded. On approximately 480 - 485mm from the distal end of the device, the urethane outer layer had been rolled back over the wire in the distal direction and deformed into an accordion-like shape. On approximately 660 - 845mm from the distal end of the device, the core wire was exposed. The involved catheter was disassembled and removed from the actual sample. The outer surface of the actual sample was further investigated under magnification. The following findings were obtained. On approximately 480 - 660mm from the distal end of the device, the urethane outer layer had been rolled back over the wire in the distal direction. At approximately 845mm from the distal end of the device, the edge of the urethane outer layer was fractured. On the exposed core wire, some abrasions were noted. The accordion-like deformation on the rolled-back portion of the urethane outer layer made it impossible to determine if there was some portion missing from the actual sample. The outside diameter was measured on the undamaged section and confirmed to meet manufacture specifications. The inside diameter of the involved catheter was determined on the undamaged segment and confirmed to be in the size applicable to the actual sample. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the urethane outer layer of the actual sample was damaged by some hard object and partially rolled back over the wire. In this state, the actual sample was withdrawn from the catheter, when the rolled-back segment was further rolled back by the distal edge of the involved catheter. The urethane outer layer, then, was deformed into an accordion-like shape. Subsequently, the involved catheter was caught in the accordion-like deformation on the actual sample. Further attempt to withdraw the actual sample resulted in the generation of the damage on the involved catheter. As a cause of the generation of the deformation noted on the distal section of the actual sample, it is likely that this section was exposed to bending force which exceeded the strength limit of this product. However, it is difficult to determine when and how the actual sample was exposed to the bending force. The IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel.".